Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. The foot retraction issue and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. In addition, analysis of the returned device found a posterior foot break. The detached foot was not returned with the proglide device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide device with a 6f sheath after a right peripheral stenting procedure. Reportedly, the rcfa was used two weeks earlier for a procedure where a proglide suture achieved hemostasis. An antegrade puncture was performed. Blood flow was seen through the marker lumen. After needle deployment, the plunger was removed with no suture. The footplate was retracted and the device was attempted to be removed; however, it became stuck. During removal of the proglide, it was noticed the footplate did not retract and caught on subcutaneous tissue outside the vessel. The device was eventually removed without incising the vessel; however, general anesthesia was administered. There was significant disease found in the profunda and superficial femoral artery which was treated surgically. Surgical suturing was used to achieve hemostasis. Hospitalization was prolonged. There was a reported clinically significant delay in the procedure or therapy due to the device. No additional information was provided.